Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A technical support specialist (tss) identified that the issue was caused by an internal network outage, which resulted in all servers appearing offline. After the network issue was resolved and the servers were restored online, the tss observed that some device did not automatically re-establish communication with the server. The affected device remained in a disconnected state and triggered critical override and device not communicating alerts. The tss performed server-side verification and confirmed delayed and intermittent communication between the device and the server. Although a server reboot was performed, it did not restore communication for device. The tss then remotely accessed affected device and manually restarted the data synchronization service. This action successfully restored communication, cleared the disconnected status, and removed the critical override and system alerts. The tss verified device status through the system monitoring interface and confirmed that no device remained disconnected. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in disconnected mode. The customer reported that all servers appeared offline due to an internal network issue, and hit was engaged to resolve the problem. After the servers were restored, multiple devices remained in disconnected mode, with some entering critical override (co). However, there were no delays or adverse events or injuries reported based on this event.